Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve (ID 823832) was implanted on (B)(6) 2023. Three days later, the physician found that there was subcutaneous hydrops and the valve was occluded. Due to occlusion the valve was removed and replaced on (B)(6) 2023. The patient is now stable.

Manufacturer narrative:
The hakim valve (ID 823832) was returned for evaluation. Device history record (DHR) - the product code 82-3832 with lot 6483275, conformed to the specifications when released to stock. Failure analysis: the valve was visually inspected: no defects were noted. The position of the cam when valve was received was 30mmh2o. The valve was hydrated. The valve passed the test for programming, occlusion, leaks, reflux, siphon guard and pressure. Root cause- no root cause could be determined for the failure issue reported by the customer as the technician could not confirm any problems with the valve at the time of investigation. However, the possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism. As seen in the investigation report no occlusion issues were noted.

Event description:
N/a